Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 110 mg/dl and 210 mg/dl. Customer stated the readings he provided are approximations. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.